Event description:
Customer reported the insulin pump kept alarming no delivery. Customer reported blood glucose was 257 mg/dl. Alarm and possible causes were explained to the customer. Customer declined troubleshooting; he just wanted the device replaced. Customer was advised to do a complete set change no further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.